Event description:
The customer stated that (B)(6) architect anti-hbs results were generated on a patient that has been (B)(6) in the past. The patient has been tested for several years and qualitative (B)(6) have always been (B)(6). Samples from (B)(6) 2012 were analyzed and generated (B)(6) results. The samples were also (B)(6) for quantitative (B)(6). Testing performed at another laboratory on the (B)(6) sample was (B)(6) for quantitative (B)(6) . There was no report of impact to patient management.

Manufacturer narrative:
Specificity testing was performed using an in house retained kit of architect anti-hbs reagent lot 18010lf00. The results met validity and acceptance criteria. A review of the quality records for the manufacture and release of this reagent lot showed no issues related to the customer observation. Customer complaint data was reviewed and no adverse trends were identified. The architect anti-hbs reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.